Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer received an evening blood glucose reading of 160mg/dl from the contour next. He took 32ie of long term insulin. At 1:30am, he awoke because he felt hypoglycemic and drank a glass of apple juice. When he went into the bathroom he briefly became unconscious and hit his head against the sink. He drank apple juice and felt better. Strip information was not provided and the strips were not expected to be returned for evaluation.